Event description:
Healthcare provider recollected an incident of a cracked sutureless connector (sc); however could not remember the patient's name or date of case. It was added that the connector was disposed off.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8709sc, serial#: unk, explanted: unk. (B)(4).